Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review, was performed for the product and event description, there have been a number of further instances reported. It was reported that in a iv3000 1 hand 10x12 ctn 50 box the back paper was separated and the dressing was curled. The device was being used during patient treatment. The returned samples, were evaluated which confirmed a relationship between the event and the device. The dressings were separated and without an adhesive layer. Investigation revealed that the root cause of the issue was that at a certain point in manufacture, the film layer, rather than passing around one of the rollers, adhered to the roller and the machine stopped. The coating of this roller was changed to one with a lower adhesive setting so that the adhesive on the film would not stick to it. The operators were not aware that when they started the machine up again, that the dressings would not be automatically rejected, so a small number of dressings completed the process without the film layer. In order to prevent reoccurrence, an instruction was given to the operators, to send these dressings to waste manually, until all dressings with no film has passed the reject gate area. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual evaluation from samples received found the handles and backing paper are separated, but no film was present. Root cause is a manufacturing process error. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the patients went for PICC maintenance due to lung cancer need. The nurse found that the iv3000 1 hand 10x12cm ctn 50 back paper was separated from the film, and the dressing was curled. Several pieces with the same problem had been dropped until the good one. The procedure was completed using a s+n back-up device. It is unknown if there was a delay. No patient injuries and no other complications were reported